Manufacturer narrative:
Unit received with cracked and bleeding glass on lcd board. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to cracked glass on lcd board. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
The mother of a customer reported via phone call that of high blood glucose of 549 mg/dl and a damaged insulin pump. Troubleshooting found that the display cannot be read and it appears that the lcd screen ink is spreading. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.